Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer, and a nemo (non engineering material only) service was agreed upon. The customer was provided part number for a replacement sp02 cable to resolve the issue. The customer was provided part information about a sp02 cable to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the expression patient monitor (mr400) indicating they are unable to get a good sp02 signal from patient. The device was in use on patient at time of event; there was no adverse event reported.